Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: tricuspid regurgitation and infective endocarditis as a cause of lead dislodgement in left bundle branch area pacing. Pacing and clinical electrophysiology. 2024; 47:683¿687. Doi: 10.1111/pace.14810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding tricuspid regurgitation and infective endocarditis as a cause of lead dislodgement in left bundle branch area pacing. The authors described a patient with severe preoperative tricuspid regurgitation who was implanted with left bundle branch area pacing. Post-procedure echocardiography showed the lead located in close proximity of the tricuspid regurgitation jet. Threshold and impedance values, tricuspid regurgitation severity, and right ventricular diameters and function remained stable at the four-month follow-up. However, two months later during routine check-up, there was an elevation of threshold and loss of left bundle capture. Oscillation movement was observed in the lead at the implantation area and a mobile vegetation-like image was detected on the lead. The patient was admitted to the hospital with suspected dislodgment and possible infective endocarditis. Blood cultures were taken, and the patient was started on antibiotic treatment. Dislodgment was confirmed and a lead extraction was performed. The patient subsequently died ten days after hospitalization because of multi-organ failure secondary to acute renal failure, possibly due to the antibiotic treatment. The status of the lead is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.